Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they almost died from sepsis three days post implant. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after their battery changed, they started experiencing electric shocks that were unbearable and the device was explanted in 2016 and after explant, they experienced constipation, all over body pain and brain fog. Patient stated that they were at least two wires left inside them. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the sepsis was related to the device/therapy. No further patient complications have been reported as a result of this event.